Event description:
Customer reported receiving a reading on his precision xtra blood glucose meter of 189 mg/dl and taking 20 units of insulin. He then ate and two hours later, he tested again and received a reading of 373 mg/dl. He then took 20 more units of novolog and 95 units of lantus insulin. In the morning, he checked his glucose and received a readings of 263 mg/dl, 156 mg/dl and 329 mg/dl within 10 minutes of each other. The results when plotted on a parkes error grid fell into the "b" zone, showing the difference in values is not considered to be clinically significant. He further reported experiencing diaphoresis and tremulousness. Paramedics were called and they started an intravenous infusion of unk type. Customer also self-treated by drinking orange juice and eating food. Customer was not transported to a hosp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A follow-up report will be sent when the investigation is completed. It should be noted: customer reported not washing his hands prior to testing which may cause imprecise results.